Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported having severe migraines. Reportedly, a full insertion was not achieved during implantation due to resistance and two electrode channels remained extra-cochlear. Re-implantation is scheduled.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigations did not reveal any device defect which is expected to have been present whilst implanted or would explain the reported problems. Damages found during device investigation are most likely related to the explantation surgery. Based on the received information, the recipient was explanted due to migraines which occured after implantation. However, the user is affected by meniere's disease, which might have contributed to potential post-implant hydrops, causing the observed symptoms. Reportedly, after reimplantation surgery these symptoms could be relieved, possibly due to decompression of the perilymphatic space. Further, recipients with this disease may have fluctuations of performance with cochlear implant and hearing sensitivity. Regarding the two electrode contacts out of the cochlea since implantation, they could have also contributed to the poor benefit. Furthermore in situ measurements showed one channel with high impedance due to undetermined reasons, which could not be reproduced during investigation. This is a final report.

Event description:
The recipient reported having severe migraines that started after implantation. Performance was also unsatisfactory and recipient did not have much speech recognition. Reportedly, a full insertion was not achieved during implantation due to resistance and two electrode channels were left extra-cochlear. The recipient was re-implanted with a shorter (+flex24) electrode array. A significant amount of liquid drained from the cochlea when the implant was removed. Per device explantation report, 2 channels were confirmed extra-cochlear. A full insertion of the new device was achieved and in situ measurements showed normal impedances on all channels. The recipient was activated with the new device. Auditory percept was present for all channels and there was no pain with stimulation on any of the channels.